Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/04/2019. Details regarding a visual inspection were not provided. The customer reported ventilator pass all testing. The reported condition was not confirmed. Product meets specification. No repairs will be made. The ventilator passed all tests and operated within the manufacturing specifications. The ventilator has been returned to the customer. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported the ventilator alarmed with patient disconnect. The ventilator was not in use on a patient at the time of the event occurred.